Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20077362 , medical device expiration date: 2023-07-28, device manufacture date: 2020-07-28. Medical device lot #: 20065111, medical device expiration date: 2023-12-06, device manufacture date: 2020-12-06. Medical device lot #: 20116592 , medical device expiration date: 2023-11-26, device manufacture date: 2020-11-26. Investigation summary: six 2000e-04 samples were received in open packaging, three from lot 20116592, two from lot 20077362 and one from lot 20065111. No connecting products were received to assist the investigation in this instance. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the smartsite components to a retained 50ml bd plastipak syringe from stock; in each instance no flow restrictions or occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20116592, 20077362 and 20065111 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsites. However, following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues the following: depress the syringe plunger while the syringe is still attached to the needle free connector. If unable to depress the plunger, pull back on the syringe plunger and depress the syringe plunger again. Repeating this step may assist in opening the needle-free connector valve. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months.

Event description:
It was reported that 6 smartsite needle-free connectors were clogged. The following information was provided by the initial reporter: unable to prime 6 needleless connectors. Priming with bd luer tip 10ml syringe.